Event description:
Customer reported that the t:slim x2 pump battery would not charge, with a power source alert appearing during the onset of the issue. There was no adverse impact to the customer¿s blood glucose level. Despite using different adapters and cables, the problem persisted, leading technical support to decide on sending a replacement pump. The customer was advised to use multiple daily injections as backup therapy to maintain insulin delivery, understood the instructions for receiving the new pump, and agreed to return the faulty one.